Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Multiple requests for additional information have been made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the date of event and date of implant are estimated based on the information provided. Should additional information be provided, a supplemental emdr will be submitted. Device evaluated by MFR: remains implanted.

Event description:
It was reported that in (B)(6) 2016 the patient was implanted with a bard/davol flat mesh. As reported approximately four months ago ((B)(6) 2019) the patient began to experience bowel issues, which the contact thinks "may be related to the mesh." The contact stated that the patient has already spoken to the surgeon regarding these issues.